Event description:
It was reported that the right atrial lead exhibited high thresholds and a sensing anomaly. The lead was successfully repositioned during right ventricular lead revision. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.